Manufacturer narrative:
Follow-up #1: date of submission 03/25/2014 device evaluation:the device has been returned and evaluated by product analysis on 03/06/2014 with the following findings: during investigation, a crack was found in the battery compartment case between the case seal and the top of the pump. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. The pump's display was replaced with a test display and was found to function properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the pump's battery compartment was cracked. No loss of power was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.